Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) remotely assisted the customer and evaluated the au5800 chemistry analyzer. The fse identified the probable cause as multiple hardware. The fse advised the customer to replace the sample syringe, sample probe and wash syringe which resolved the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).